Manufacturer narrative:
The product was discarded after use.

Event description:
It was reported that during an ankle fracture case, a 2.7mm cannulated drill broke into fractures as the surgeon began to drill into the tibia. Some pieces of the drill were recovered by the surgeon, but some were left inside the patient. A 2.2mm guide wire and a 1.6mm guide wire were bresent in the ankle at the time that the drill broke. The surgeon was able to place a 4.0mm screw in the tibia and the case was completed without any further reported complications. A review of the device history record confirmed that the drill was manufactured to specifications.